Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v198010, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction. The patient's pre-operative diagnosis prior to getting the device was frequency and urgency syndrome. It was reported that the patient had a malfunction of a mechanical device and a history of malfunctioning leads requiring replacement of the lead and implantable neurostimulator (ins). A new ins and lead were placed on the left and the previous ins and lead on the right were removed. There was good vaginal stimulation and bellows and great toe reflex with the new device placement. The patient was taken to recovery in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.